Event description:
Following a diagnostic catheterization procedure, the physician deployed an angio-seal device. An angiogram was performed and indicated the puncture site was either in the superficial femoral artery (sfa) or at the bifurcation. After some initial difficulty, the device was deployed. Following deployment, aggressive bleeding occurred requiring 40 minutes of manual pressure to control the bleeding. The pt was not anticoagulated. The pulses were checked and noted to be positive. The site was without hematoma, and the pt was reported to be in satisfactory condition. Six (6) hrs post-procedure, the pt experienced severe pain when getting out of bed. The pt's pulses were again checked and noted to be patent; however, the procedure leg was cool. The pt was taken to surgery on 7/15/99 where dr performed a right femoral/popliteal thrombectomy. The pt was reported to be in satisfactory condition.